Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported while using the night aligners that they had some recession going on and some sores on their tongue. The patient stated that ever since they started their aligners, they have had sores on their tongue that hurt and it is making it hard for them to sleep, painful gums and receding gums around their teeth that they say that they have never had issues with before. The patient said it is very uncomfortable and doesn't know where to go from here.